Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00505250_1644408-2025-01167_ft; 508-32-204, s802 - device failed, s810 - device loosening, revision surgery.

Event description:
Baseplate failure. Loosening.